Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement (clip open ¿ efaa/establish final arm angle). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement associated with clip opening during efaa/establish final arm angle could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A xtw (lot: 31113r1087) was chosen for implantation. During deployment sequence, the clip opened continuously during establishment of final arm angle (efaa) from 20 to 90 degrees. Troubleshooting was performed but the efaa failure continued. A replacement clip was implanted to completed the procedure, reducing mr to grade 1. There was no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.